Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced obesity, recurrent urinary tract infections, pain, and incontinence. It was reported that the patient underwent mesh revision and implantation of a bard pelvilace and two pelvicols on (B)(6) 2006 due to prolapse and cystocele/rectocele. The patient also had mesh trimmed on an unknown date due to pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with removal of eroded unknown mesh. It was reported that the patient underwent mesh excision on (B)(6) 2010. It was reported that the patient underwent cystourethroscopy for dilatation calibration of urethra and coaptite periurethral injection on (B)(6) 2008 due to ui and isd. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal urethrolysis, cystocele and rectocele repair, vaginal colpopexy, and perineoplasty on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Concurrent procedures - bladder suspension, urethropexy.

Manufacturer narrative:
(B)(4) - vaginal exposure. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.